Event description:
The reporter's friend stated that they have been receiving er1 messages due to using one touch control solution instead of surestep solution. They retested using the surestep control solution and got a result.